Event description:
Customer reported an over infusion of potassium. 500ml of normal saline with 40 milliequivalents of potassium was programmed to infuse at 130 ml/hr over 4 hours. Customer reports the IV infused in 1 1/2 hours. Patient's potassium was reported at 4.1 and was stated to be within normal limits. No patient harm. No medical intervention. Devices have been requested. Will send a follow up report if devices are received and when investigation is complete.

Manufacturer narrative:
Manufacturer's report date: 09/03/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.